Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information has been requested, not available at time of report.

Event description:
The customer reported that a patient had changes to st segment that were not detected by the information center ix; no alarms were provided. The event occurred on june 13, 2018. The device was in use monitoring the patient. The patient experienced a change in condition that was not immediately detected and required resuscitation.

Manufacturer narrative:
A patient death occurred involving an allegation of the failure of the philips device to provide notification via alarm about a change in patient condition. The customer indicated st changes were monitor and the central monitor. The issue is not consistent with any malfunction of the device. The customer has been provided with information by the solutions occurring with no alarms. The investigation has found that audit log data supports that alarms were occurring of various types including st alarm for changes in leads v4 and v5 which were silenced by a user at the (B)(4). Subsequent red alarms and additional st alarms were provided which were silenced at both the bedside center engineer and has continued to use the involved devices. No further action or investigation is warranted. Use of the device is considered to have been a factor in the event as a delay of care occurred related to a user alarm handling issue.